Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator showed incorrect battery data. Interrogation was performed without success.